Manufacturer narrative:
A review lot c108 was conducted. There were no nonconformance related to the nature of this complaint. This lot met release requirements. Trends were reviewed for this complaint categories involved in this complaint and no trends were detected. However, CAPA (B)(4) was initiated to further investigate drive tube leaks/breaks. Service order (B)(4) completed: service engineer performed complete checkout, and system working as expected. Extended test of centrifuge at different speeds gave no errors or vibration; checked and tightened monitor mount to minimize any vibration. System returned to customer as fit for use. The assessment is based on info available at the time of the investigation. No product has yet been returned for investigation; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. (B)(4).

Event description:
Customer reported a blood leak in the centrifuge chamber at 1084 ml of whole blood processed. A hole was observed in the drive tube. Treatment was aborted, no blood was returned to the pt. Pt was reported in stable condition. Service order (B)(4) was dispatched. Customer will return product for investigation.